Event description:
On(B)(6) 2017 had a biopsy on mole, back left shoulder. Next day severe chemical burn and itch lasting 3 months. Experimenting with various size and brands - all coverlet products and others in (B)(6) I bought an over the counter heat patch at (B)(4) with the same burning results: "coralite muscle and joint pain relief patch." Also bought "(B)(4), adhesive bandages" for children. Same major burning! This product could kill a child with my dna! If I were in a hospital covered with bandages with this adhesive - I would rather be dead! That's how bad the pain was! Note I have had skin cancer since I was (B)(6). I am now (B)(6). I have never had a reaction to adhesive until this year! Severe reaction to adhesive in all coverlet dermatology bandages. Also other brands.